Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) and atrial channels. The patient experienced greater than two seconds of asystole. Additionally, pacing impedance measurements were greater than 2000 ohms on the atrial channel. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.